Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the emergency room (ER) for a low blood glucose (bg) level of 28 mg/dl. Reportedly, the cause of the low bg level was due to complications stemming from the customer's diagnosed gastroparesis. While at the ER, the customer was treated with intravenous (IV) drip consisting of dextrose and fluids. Approximately 3 hours later, the customer left the ER with a bg level of 270 mg/dl, and feeling "fine". Reportedly, the customer was actively working with health care provider to establish better diabetes management.